Event description:
It was reported that during a robotic right hepatectomy procedure, the surgeon was transecting the liver and had three or four successful transections with the device. On the 4th or 5th firing with a white reload the jaws were closed on the hepatic vein and it jammed and would not fire. At that point the device could not open. There was bleeding and before removing the device and the case was converted to an open procedure. Another device was fired next to the first device and removed the first device with the manual release method. They sutured that section of the hepatic vein to control the bleeding. They were near staple lines at the time of the firing that the device would not open. The patient is stable. No blood products were required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Results: interrupted incomplete firing cycle. The device was received for analysis with no visual non-conformances and with an cartridge loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.